Event description:
The customer reported that the system boots up with the checksum error. It does not complete boot up.

Manufacturer narrative:
The ge service rep ordered a new sram. He installed the new sram and reset the optuser file. He checked operation of the new sram by performing numerous bootups and assuring that the unit booted properly everytime.the unit is working as intended.